Event description:
It was reported that the pump battery was depleting quickly. The customer reverted to an alternate method of insulin therapy. It was also reported that the cartridge was leaking from the pigtail. Customer loaded a new cartridge to address the issue. The customers blood glucose was 255 - 400 (mg/dl).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.